Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net and the right atrial lead exhibited high impedance measurements. The reporting nurse stated that the implant physician had indicated that the implant had been difficult. The patient had last been checked in (B)(6) 2015. The patient would be brought to the clinic for further assessment. No additional information was reported.